Event description:
Treatment of an aneurysm. During the procedure, it was reported that the implant coil could not be detached.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The pusher assembly was returned without the instant detacher and the implant coil; therefore, the evaluation could not determine the cause of the event.(B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation.(B)(4).

Manufacturer narrative:
(B)(4).